Event description:
It was reported that the patient presented in-clinic for a check. Upon review, the left ventricle lead had dislodged. The left ventricle lead was explanted and replaced. No patient consequences.

Manufacturer narrative:
The reported event was dislodgement. A complete lead was returned for analysis. The double bend was measured, and it was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.